Event description:
It was reported that there was complication during the surgery unrelated to the lens itself which there was a capsule tear and inadvertently the intraocular lens (iol) fell in the eye sac. The doctor had already inserted the lens when the complication happened, so the fully inserted lens was cut in half and removed from the patient¿s left eye. No replacement lens was placed, and the patient was referred to specialist. There were no interventions such as vitrectomy, incision enlargement or sutures required. No pre-existing medical history issues were indicated. The lens was thrown away after it was removed from the eye. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was inserted/removed during the same procedure. If explanted, give date: not applicable, as lens was inserted/removed during the same procedure. The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.